Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial and right ventricular leads. Noise was reproduced with isometrics. An abbott representative was contacted, and it was suspected that noise could have been due to myopotential oversensing or clavicle crush. Programming changes were suggested. No further information is available at this time.